Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the tissue pad was damaged. Another device was used to complete the procedure. There were no adverse consequences for the patient.